Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6(type of investigation, investigation findings, investigation conclusions), h10 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The device will not be returned for analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side, faded serial number label, cracked middle (enter) keypad button. The pump was received without a battery cap. The pump was received with a critical pump error (open book image). Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image). Attempt to download/upload using crest/thus was successful. The adapt tool confirms that a pump error 35 occurred on (B)(6)2024 @ 12:01:00. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j6, j1; pcba2--j1, lcd flex cable terminal; components on the force sensor flex cable, force sensor flex cable terminal. In summary, the customer¿s report of a critical pump error was confirmed during testing. The critical pump error (open book image) and the pump error 35 are due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture, blank display, e/a alarm unspecified, and packaging anomaly. The customer reported no adverse event. The event involved product(s) (B)(6) . Troubleshooting was partially performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported that the pump was exposed to moisture. Fluid is present in the battery compartment. The customer reported a blank display. The display was blank at the time of the call. The customer reported a critical pump error other than the open book image error or critical pump error 24. The customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. (B)(6) was requested and the customer response was the device will be returned.